Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. No under delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 505 mg/dl at the time of incident and other blood glucose was 482 mg/dl. Customer was changed the set this morning and the blood glucose was 505 mg/dl during call 471 mg/dl. The customer was assisted with troubleshooting. The insulin pump was not working correctly further troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did used auto mode feature was active at time of high blood glucose event. Customer states the cannula was not bent. The insulin pump will be returned for analysis.